Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge would not line up with the pneumatic tap on the pump. Reportedly, the customer stated that the t:flex cartridge did not have the "hump" part on the cartridge. Tandem's technical support believed the customer used a t:slim cartridge; however, this could not be confirmed. There was no reported impact to blood glucose. A new cartridge was successfully loaded to address the event. Additionally, it was reported that an unspecified alarm occurred.